Event description:
It was reported that the pump's touch screen was cracked and unreadable. The customer¿s blood glucose level was 150-200 mg/dl. The customer reverted to an alternate method in insulin therapy.